Event description:
It was reported that the customer experienced high blood glucose of 431 mg/dl. Customer treated with manual injection . Troubleshooting was performed with the insulin pump. Drive support cap appeared normal. Insulin exited the tubing during manual prime, but air bubbles were found. Troubleshooting was not completed. Customer's latest blood glucose was 274 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.